Event description:
Report received indicated the pt experienced an itchy sensation in the under the tape collar in the peristomal region of the stoma. The report noted the affected area as pinkish with no signs of any skin breakage. Prior to the complain receipt the pt had been using the product for over four months. Further info regarding pt outcome was provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.